Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device was returned to animas and evaluated by product analysis on 08/25/2015 with the following results. Multiple occlusion alarms observed in the alarm history. During testing, the pump performed the ezprime steps with no alarms occurring. The pump was exercised for 24 hours on a 1 u/hour basal rate with no alarms occurring. The pump case was removed and no intermittent conditions or moisture was found inside the pump. The force sensor flex and pins were intact and seated properly in the connector. Force sensor calibration reading was found to be below specifications. The force sensor resistance reading was within the required specifications unable to duplicate occlusion issue. Returned battery cap used to complete the investigation.